Event description:
As reported on (B) (6) 2010 to arthrocare, approximately three months following a rotator cuff repair, the pt complained of pain. An x-ray was taken and it was found that one of the magnum2 knotless implants had come out of the pt's bone. The surgeon, dr (B) (6), re-operated on (B) (6) 2010, and removed the dislodged anchor. He re-affixed the tissue with a larger anchor.

Manufacturer narrative:
A lot number for the device was not provided and the device was discarded after being explanted from the pt. Therefore, a lot history review and device investigation cannot be performed and a root cause cannot be determined. (B) (4). (B) (4).